Event description:
It was reported the customer was hospitalized due to high blood glucose of 600 mg/dl. Customer's symptoms were vomiting and ketones. Customer's blood glucose at time of admission was at 283 mg/dl. Customer did not recall any event that may have caused the customer to be hospitalized. The drive support cap was reported flushed. Customer's mother was advised to disconnect the device from the customer. Settings on the device were checked, correct. Customer stated that two or three weeks ago customer's blood glucose was 47 mg/dl. No further info reported.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional tastings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window and cracked reservoir tube lip.